Event description:
Dialysis machine immediately started alarming "blood in dialysate". Visible blood noted in dialysate hose. Treatment terminated without blood returned. Machine pulled and heat and chem disinfected post blood leak and machine worked fine. Dialyzer issue.